Manufacturer narrative:
Eval summary: as returned, a portion of the device is fractured. The device has a potential field age of approximately 12 months, based upon the lot number. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that upon impaction of trial femoral component into pt the impactor pad fractured.